Manufacturer narrative:
(B)(4). Batch # m90x95. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, the titanium tip was broken during the procedure. Used bipolar forceps and monopolar hook to complete the procedure. There was no report on the patient injury.